Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this implanted right ventricular (rv) lead experienced muscle stimulation, was hospitalized where it was found via a chest x-ray that this lead was dislodged. The lead also exhibited loss of capture. This patient underwent a revision procedure where the lead was repositioned. During the procedure, it was noted via fluoroscopy that the helix was completely retracted. This patient was reported to have twiddler's syndrome so they suspected the mechanism of the twiddling to cause the helix to retract and dislodge the lead. This lead was successfully repositioned and remains in service with good diagnostic measurements. No additional adverse patient effects were reported.